Event description:
It was reported that a computer software error was received by a psychiatrist while attempting to interrogate a vns patient. At the moment good faith attempts to obtain add'l info regarding the event from the psychiatrist have been unsuccessful to date.